Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a blank screen with lines despite adequate battery charge and multiple recharge attempts, and a replacement ilet was sent; the event was associated with elevated glucose readings over 300 mg/dl for approximately two hours with alerts above 180 mg/dl for more than 90 minutes, and the user administered humalog as backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no emergency care, and no need for assistance beyond routine support. Investigation included customer service troubleshooting and user education, confirmation of device replacement logistics, and request to sync data and return the original device. Investigation of this device revealed a display malfunction consistent with a screen failure of the pump user interface component, which rendered on-device interaction unreliable. It was concluded, based on previously established findings for similar reports, that the cause was a component failure related to the display assembly.